Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient reported driveline communication fault. During clinical visit it was reported that the damage appeared to be the modular cable as there was a tear above the modular cable closer to patient¿s driveline exit site. The controller was replaced; however, the communications fault alarm did return along with a controller clock corrupt. A modular cable and a controller replacement were required in order to potentially resolve the issue. The cause of the communication fault was due to modular cable compromised/torn/ wires exposed. Modular cable and controller were replaced. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication faults. Although a specific cause could not conclusively be determined through this evaluation, the account reported that these were due to a compromised wire in the modular cable. Additionally, evaluation of the submitted photos confirmed superficial damage to the polyurethane jacket and discoloration of the controller connector bend relief; however, a specific cause could not conclusively be determined through this evaluation. The submitted controller event log file contained data relevant data from (B)(6) 2000 at 00:00:00 to (B)(6) 2000 at 17:54:21 per timestamp. Throughout the relevant captured data, there were continuous controller clock corrupt alarms and clock invalid faults. On (B)(6) 2000 at 15:30:03 driveline_comm_fault alarms and com_a faults were active. The driveline communication faults continued for the remainder of the captured data. Throughout the captured data in the submitted lvad event log file, continuous ¿scia¿ lvad live faults were active which are the result of controller communication faults which corresponds to the driveline communication faults and com_a faults observed in the submitted controller event log file. The pump operated at the set speed for the duration of the captured data. The submitted photos revealed damage to the polyurethane jacket to the patient¿s modular cable near the controller connector bend relief that revealed the underlying armor layer. The damage did not appear to penetrate the armor layer. The submitted photos also revealed that there was black rescue tape along the modular cable. Additionally, the controller connector bend relief was discolored brown. Per additional information, the cause of the communication faults was due to a compromised modular cable and the modular cable was replaced. The patient had no symptoms during the alarms. The modular cable will not be returned for evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. Heartmate 3 lvas IFU is currently available. Section 5 of this IFU "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.". Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap.". Heartmate 3 lvas patient handbook: section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.". Section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. Additionally, this section provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies, including communication faults, and what actions to take. The relevant sections of the device history records for the modular cable, lot number 184233, was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02523.